Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a closed sample and an open and unused sample with the needle detached from the thread (thread is still wound on the pack). Tightness test to the closed sample received has been performed and the units is tight. Needle attachment results conducted on the closed sample received is 1.46 kgf in average and in minimum and fulfil the requirements of the european pharmacopoeia: 0.69 kgf in average and 0.35 kgf in minimum. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider the open sample this is an isolated unit, but the whole batch is correct. Therefore, we consider this complaint as not confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirement regarding needle attachment strength. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinary user) reported that the needle and thread separately in the original packaging. No patient involvement.